Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was morphine and another unknown drug, both with unknown doses and concentrations. She has morphine and "something like budicaine" in pump but couldn't confirm what second medicine is. Pt states at time of reported information, concentration used to be higher like "14%" but concentration has been lowered to "the smallest dose they can give me" stating "2% or something like that.¿ it was reported that the patient¿s pain management healthcare professional (hcp) wants the patient to have a MRI and told the patient to call for compatibility. The reason for MRI is because "I've been having a lot of pain where the tubing is for some reason and he wants to check to see if it's not scar tissue or something going on with the tubing.¿ she is also "having more issues with it," having "more pain in my back that's not normal and then either makes like where the knot is in my spine. Like something is there that shouldn't be there." There were no further complications reported/anticipated.